Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter healthcare that one (1) ce intermate lv167 device was received missing a "cap from end of the tubing". There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the sample will not be returned to baxter for evaluation. Therefore, the reported condition of missing cap from the end of tubing could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.